Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 1. The valve was visually inspected: biological debris was noted inside the valve as well as needle holes in the needle chamber. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found covering all of the valve mechanism. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer is due to the biological debris found covering the valve mechanism. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The reported that the reported valve was implanted to the patient via vp-shunt on (B)(6) 2016, and the initial setting was 4. However, the symptom of hydrocephalus was noted by the surgeon when the patient went to the hospital outpatient division for checkup. Contrast radiography was performed on (B)(6) 2017, and the valve occlusion was suspected from the result. The valve was removed from the patient on (B)(6) 2017 (the final setting was unk), and the shunt was revised with anther certas valve (the article# is (B)(4)/ the initial setting is unk). The surgeon commented that there was visible blockage with the biological tissues, so the root cause might be these issues. The original disease was sah and the patient¿s condition is currently under monitoring. No further information is provided by the hospital.